Event description:
Patient had hernia repair in 2000. Mesh rolled over itself causing a lot of nerve damage. Needed second surgery to fix it in 2005. Surgeon said problem was with the device. Did not adhere well to the flesh.